Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, h6 a root cause could not be identified. Based on the results of the investigation, there was not possible to find a cause, or a root cause of the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the visera elite iii video system center exhibited a e226, this issue occurred during inspection for use of a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.